Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing pump was removed and replaced. No information was provided about the patient's outcome. It was further reported that there were no device malfunctions associated with the explanted pump, however, during the procedure the existing pump had become "scarred to testicle". The patient was said to have gone home the same day. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing pump was removed and replaced. No information was provided about the patient's outcome. It was further reported that there were no device malfunctions associated with the explanted pump, however, during the procedure the existing pump had become "scarred to testicle." The patient was said to have gone home the same day. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.